Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the angle of the new trach opening can get blocked by clothes or skin on the chest (the patient has an arched back due to parkinson's). The older model had a larger tip to hold while inserting/removing, but the new split cannula has a much smaller tip to grab. The new model was narrower and less clear to see any blockage.